Event description:
It was reported to philips that the image processing computer was unable to boot, impacting imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the patient was moved to another room to complete the procedure. It was reported to philips that the image pc was unable to boot up. Upon troubleshooting, the philips field service engineer (fse) checked system onsite and found that the system was unable to save the images to drive, and unable to re-create image store. To resolve the issue, the fse replaced the ippc and its image drives. The defective parts were returned for analysis, for ippc malfunction was observed and the defective component was the sata (serial advanced technology attachment) cable. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.